Event description:
I used renu with moisture loc contact lens saline solution from 3/1/2004 to 3/15/2006. I developed eye infections in which was diagnosed with bacterial conjunctivitis. I was prescribed antibacterial therapy, however I am presently having symptoms. I am also having blurred vision and vision seemed to have worsened.